Event description:
A baxter service technician reported a colleague infusion pump with a low lithium battery. This event occurred during product evaluation. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during service evaluation. The assignable cause was a depleted lithium battery. The lithium battery was replaced to correct the reported condition. Additional information: should additional information become available, a follow-up medwatch will be submitted.